Event description:
During a coronary stenting drug eluting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the calcified right coronary artery (rca). When trying to advance the 3.00 x 20 mm taxus express2 drug eluting stent, the hypotube fractured. They were able to pull everything out and successfully complete the case with another device. No patient complications were reported. The patient status is reported as "ok".